Event description:
The procedure was an elective case. The target lesion involved the proximal, mid and distal right coronary arteries (rca). The target lesion was type c, concentric, flexion, tortuous, and more than 60mm in length. The lesion was pre-dilated with a 2.5 x20mm balloon at 8atm for 20 seconds. The first 3.0 x23mm cypher stent was deployed at 20 atms for 30 seconds at the distal rca. A second 3.5 x 23mm cyper stent was deployed at 20atms for 30 seconds at the mid rca. Finally a third 3.0x23mm cypher stent was deployed at 20 atms for 30 seconds at proximal rca. The three stents were overlapping each other. Post-dilation was conducted with a 3.5 x 20mm balloon at 15 atms for 20 seconds. Ivus was conducted. Timi flow pre and procedure was 0 and ii. The residual % of stenosis after the procedure was 0%. Act was not measured. Following implantation of the 3rd stent, there was slow flow, so iabp was inserted for 1 night. A month following the procedure the pt could not eat or drink for seven days and vomited blood therefore pt was brought to the emergency room where a digestive disorder was suspected therefore endoscopic surgery was conducted, but pt went into vt and then into vf, resuscitation was conducted. It was decided to transfer the pt to a different hosp to conduct a cardiac catheterization. While waiting for the ambulance the pt passed away. The location of the thrombus is unk. Physician's comment: because cag was not conducted, cannot fully say sat occurred, but the possible cause was that the pt was not taking anti-platelet medication. Anti-platelet therapies conducted are the following 01/2005-02/2005 aspirin 100 mg/day and ticlipidine hydrochloride 200 mg/day. This is one of three products being reported for the same event. Please reference manufacturing report #'s 9616099-2005-01424. Please note: device is distributed outside the united states. However, it is similar to the us product. Any additional information will be submitted within 30 days of receipt.